Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 275cc mentor memorygel breast implant prostheses and experienced autoimmune disorder. The patient suffered several unexplained systemic symptoms, including fatigue, unspecified pain, joint pain, muscle pain, memory problems, sleep disturbances, dry mouth, and hair loss. In addition, the patient was diagnosed with lupus, small fiber neuropathy, and rheumatoid arthritis. No device issue was reported. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unclear. The patient suspects that the symptoms are due to her breast implants and is planning to undergo removal without replacement. However, at the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2012 based on available information. This report is for the right-sided prosthesis.